Event description:
Follow up information identified the physician chose to replace ipg with new model as he felt the ipg¿s weight contributed to the patient¿s pain at the ipg site. The infection and the pain at the old ipg site have both resolved.

Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg site. As a result, the patient underwent ipg replacement. New ipg was implanted at new location. Postoperatively, effective therapy was restored.